Event description:
This is the third report from the same facility. (B)(4). A mayfield skull clamp was involved in a slippage during a patient procedure. The reporter described the event as; the mayfield skull clamp slipped during a procedure which resulted in a laceration to a patient's forehead. Additional clinical information has been requested and the integra-life science sales representative has been instructed to provide this facility with in service education about how to properly apply the clamp.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.